Manufacturer narrative:
(B)(4). Inherent risk of procedure (surgical conversion to open repair, endoleak), patient's condition affected effectiveness of device (type ii endoleak), device failure/lack of effectiveness related to patient condition (type ii endoleak).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient had a history of type ii endoleaks and a type I endoleak and a talent aortic cuff was implanted at some point. The decision was made to explant the stent grafts. The explanted stent grafts were received and their evaluation is pending. No additional clinical sequelae reported.

Event description:
The device was explanted during surgical conversion due to an expanding abdominal aortic aneurysm. Nineteen months post-implant the patient was treated with a 32 mm talent aortic cuff; the reason for implanting the cuff was not reported. Due to enlargement of the aneurysm the decision was made to convert the patient at open repair. The patient was successfully converted. No device issues were reported during the explant. From the examination of the returned devices and clinical information provided, the cause of the aneurysm expansion could not be determined. Several stent fractures and associated abrasion holes, including multiple suture breaks, were seen near the bifurcate flow divider. Similar findings of stent fractures, abrasion holes and suture breaks were also seen on the iliac limbs; bilaterally. No integrity issues were seen with the cuff. The cause of these findings could not be confirmed. Films were not provided to evaluate the in-vivo configuration of the stent graft, and many of the components were returned detached. However, the large amount of suture breaks would suggest that the stent graft was placed in a highly angulated orientation. The reason for implanting the 32 mm aortic cuff was not reported; it is possible that this device may have been implanted to resolve a possible proximal type I endoleak and/or stent graft migration with the aneurx device, but this could not be confirmed. Interaction with the talent aortic cuff (8 mm diameter oversizing) may have contributed to the issues seen with the bifurcate. It is also possible that the observed fabric holes seen on the explanted devices may have contributed to the aneurysm expansion; however, no endoleaks were reported in this area and the majority of the holes observed post-cleaning appeared covered by tissue in the "as received" condition. The reported type ii endoleak may have also contributed to the aneurysm expansion.